Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a return of symptoms starting yesterday afternoon. It was noted that the patient had went to massage therapy, which he did every other week. The patient had a return of symptoms after leaving the appointment. Upon using the programmer a 250 "reset programmer" error code was seen. The patient replaced the batteries and the programmer seemed to be ok and showed that the ins was ok, but the patient still had a return of symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# n268906, implanted: (B)(6) 2010. Product type: adapter: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3387s-40, lot# v078929, implanted: (B)(6) 2008. Product type: lead: product ID 7438, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient: product ID 7426, serial# (B)(4), implanted: (B)(6) 2007. Product type: implantable neurostimulator: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3387-40, lot# j0424916v, implanted: (B)(6) 2004. Product type: lead. (B)(4).